Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the issue occurred in a spinal fusion after the incision had been made.

Manufacturer narrative:
Device evaluation: the software investigation found the software functioned as designed. The issue was due to a full patient case archive in the database which was cleared, resolving the issue.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and could not replicate the reported issue. The system performed as intended and was fully functional. Error logs were reviewed and it was found that the communication was terminated by the mobile view station (mvs). Inspected and found that the system had several cases archived. The site was advised to delete the archived studies. No parts were replaced.no parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while setting up for a case, the image acquisition system (ias) did not turn on. An attempt was made to reboot the imaging system once, with not change. It was reported that the site was advised to disconnect the power, shutdown the system completely and wait a few minutes. The system was then able to turn on and become operational. There was a reported delay of 15 minutes and no reported impact on patient outcome. No additional information was available.